Event description:
I received a call from patient, (B)(6). Not in the system. The patient had pain on the cervical area. The patient had pain during the treatment. The patient treated a minimum of 4 hours. The patient had pain on the first and second day of treatment. On the 3rd day, the patient went to see his surgeon who was surprised that the patient was having pain. It was throbbing discomfort and it caused a headache. The patient could not wait to take it off. The patient could not give me a pain level. The neck pain went away almost immediately but the headache took an hour to go away on both days. The patient told the doctor that he was not going to use the unit. The surgeon told the patient the benefits of using the unit. The patient told his doctor that he was not going to use the unit. (B)(6) told the patient that when he calls the 800 number ¿they would make him feel better about using the machine¿ the patient did not understand what christina meant by that statement. The patient also stated that (B)(6) will send him a label tomorrow to return the unit.

Manufacturer narrative:
Section a: the patient's date of birth was not recorded. Section b3: as the date of the event is unknown, the event date is estimated as april of 2026. Without a product return, no product evaluation can be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The device is used for treatment. Ebi will continue to monitor trends.